Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm and no ramping numbers noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons are stuck and the buttons are ramping. The blood glucose reading is 129 mg/dl. The insulin pump will be replaced. Nothing further reported.